Event description:
Received a report of a tubing separation at the cassette inlet. The customer reports that the tubing separated at the cassette inlet and fell into two pieces where the tubing enters the cassette at the top. The separation occurred on an emergency room pt so it was in use less than 24 hours. Although requested, it was unknown to the reporter what was infusing or if there was a delay in therapy. The pt did not experience any blood loss or adverse effects. Although requested, it was unknown to the reporter the pt's sex or diagnosis. Add'l pt info was requested, but no further info was available.